Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of up to 400 mg/dl. Reportedly, the customer felt sick with flu-like symptoms which may have been the suspected cause of the elevated bg level. During troubleshooting with tandem technical support, it was verified that alarms did not occur which would have suspended delivery, and all bolus requests had been successfully completed. Additionally, no issues were observed with the infusion set and tubing. Recommendation was made to consult with health care provider regarding diabetes management.